Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported while using bd syringe 3 ml ll bns leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: complaint from a customer stating defective syringe. Defect description: defective syringe ¿ syringe malfunctioned and squirted everywhere.